Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product was returned and evaluated. Returned meter evaluated with defect found. Returned test strips evaluated with no defects found. Final root cause investigation: rc-006-bent positive battery terminal due to user mechanical stress. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time.

Event description:
Consumer reported complaint for hi display. The expected fasting blood glucose test result range is 150-211 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call a blood test was not performed by the customer (meter does not turn on). The test strip lot manufacturer's expiration date is 10/31/2019 and open vial date is 3/2/2019. The meter memory not reviewed for previous test result history.